Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/05/2015 with the following findings: there was a battery compartment crack below the grip pad. There was evidence of moisture contamination behind the display lens. Due to internal moisture damage, the pump was unresponsive. There was no audible tone, no vibration and a blank display screen. The pump's black box could not be downloaded as a result of the damage. The pump case was cracked in the right hand corner of display area. A leak test showed that there was a leak at a crack in the pump case. There was evidence of moisture contamination throughout the inside of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.